Event description:
Boston scientific received information that the patient implanted with this lead experienced a pneumothorax approximately a day after implant. It was reported the patient was recovering well and will be monitored.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.